Manufacturer narrative:
Concomitant products were added to section.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was between 200 and 400 mg/dl. Blood glucose level at the time of the call was 212 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction, but customer reported that the reservoir was leaking past the second o-ring. The insulin pump was not replaced or returned for analysis. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.